Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint that the rln truemetrix air meter was displaying errors, customer could not recall which errors. Daughter called on behalf of the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of 119 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer reported past adverse event stating that on (B)(6) 2020, she obtained a result of 39 mg/dl using the rln truemetrix air (undisclosed if fasting/non-fasting). The ambulance was called and she was transported to the hospital. Customer's blood glucose test result when at the hospital was 27 mg/dl. Customer was diagnosed with hypoglycemia and covid-19. Customer was treated with IV dextrose and fluids. Customer was discharged on (B)(6) 2020 and instructed to monitor her blood glucose.